Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient was hospitalized with high blood glucose and diabetic ketoacidosis. The customer reported that they were not able to bring down high blood glucose with pump and have been doing with syringe and insulin. The customer went to the hospital by ambulance. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 271mg/dl. The customer¿s blood glucose value when admitted to hospital was 600mg/dl. The customer had nausea, vomiting, abdominal pain and difficulty in breathing. The customer was wearing the pump at time of hospitalization. The insulin pump will be returned for analysis as per customer¿s request.